Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate automatic mode switch due to oversensing atrial lead noise. Programming changes were performed to resolve the issue. The patient condition was stable.